Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), paraesthesia ("paraesthesia"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headaches"), bone pain ("bone pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, paraesthesia, amenorrhoea, weight increased, alopecia, amnesia, headache, bone pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, bone pain, headache, hypersensitivity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), hypersensitivity ("allergic reaction"), paraesthesia ("paraesthesia"), amenorrhoea ("amenorrhea"), alopecia ("hair loss"), amnesia ("memory loss"), headache ("headaches"), bone pain ("bone pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure). Essure was removed in 2017. At the time of the report, the pelvic pain, swelling, hypersensitivity, paraesthesia, amenorrhoea, weight increased, alopecia, amnesia, headache, bone pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain upper, alopecia, amenorrhoea, amnesia, bone pain, headache, hypersensitivity, paraesthesia, pelvic pain, swelling and weight increased to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.